Manufacturer narrative:
Inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors electrode broken and missing broken part.

Event description:
The customer reported via phone call that they had sensor anomaly. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and declined for lost sensor alarm. The device will be returned for analysis.